Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) mitraclip procedure. During the procedure, steerable guide catheter (sgc) was placed in the left atrium of the patient. During straddling of sgc and clip delivery system (cds), clot has formed and was attached to the tip of the clip. Clip was removed into the sgc and removed from the patient with the clot still attached to the tip of the clip and physician decided to reinsert the sgc after flushing the sgc and cds, but clot was observed on the right side of the heart as well as on the septum. It was due to IV stopcock opened in the wrong direction. Physician decided to discontinue the procedure and re-evaluate the patient clot condition. Per the physician, the clot on the clip and in the right atrium was due to inadequate anticoagulation and not due to abbott device or procedural technique. Clot was treated with heparin. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported thrombosis and subsequent embolism appear to be related to the anticoagulation. Thrombosis and embolism are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported medication required and hospitalization were results of case specific circumstances as the clot was treated with heparin and the patient remained hospitalized. There is no indication of a product issue with respect to manufacture, design, or labeling.